Manufacturer narrative:
Section h11 updated to correct typographical error. The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the complaint lot number did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat high sensitive troponin-I, lot number 79125ud00, was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results generated by the architect i2000sr processing module for two patients. The following data was provided: customer¿s cut-off for male: 26 ng/l. Sid (B)(6) (72-year-old male): (B)(6) 2025 initial result = 28 ng/l, repeat results = 7 ng/l and 6 ng/l. Sid (B)(6) (42-year-old male): (B)(6) 2025 initial result = 62 ng/l, repeat result = 26 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The overall performance of architect stat high sensitive troponin-I reagents in the field were reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of tracking and trending for the complaint lot number did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Manufacturing documentation for the lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, architect stat high sensitive troponin-I, lot number 79125ud00, is performing as intended and no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results generated by the architect i2000sr processing module for two patients. The following data was provided: customer¿s cut-off for male: 26 ng/l. Sid (B)(6) (72-year-old male): (B)(6) 2025 initial result = 28 ng/l, repeat results = 7 ng/l and 6 ng/l. Sid (B)(6) (42-year-old male): (B)(6) 2025 initial result = 62 ng/l, repeat result = 26 ng/l. No impact to patient management was reported.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results generated by the architect i2000sr processing module for two patients. The following data was provided: customer¿s cut-off for male: 26 ng/l sid (B)(6) (72-year-old male): on (B)(6) 2025 initial result = 28 ng/l, repeat results = 7 ng/l and 6 ng/l. Sid (B)(6) (42-year-old male): on (B)(6)2025 initial result = 62 ng/l, repeat result = 26 ng/l . No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). Complete entry for section a2 - age at time of event: 72, 42. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98, troponin-I stat high sensitivity, with 510k number k191595.